Event description:
Physician was trying to open a stenosed stent in the left subclavian artery. When pressure was approaching 14 atmospheres balloon ruptured. Physician then removed most of the balloon except for a small piece along the balloon marker, catheter completely extracted.